Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that ¿the nurse disconnected the infusion tubing to flush the central line through the mp1000-c. After flushing the tubing was reconnected and the infusions restarted. After about 40 minutes the patient was found to be wet all around the IV area. The nurse checked all her connections and tubing for leaks. The nurse also disconnected the tubing from the mp1000-c in question and attempted to flush the catheter to ensure patency. It was at this moment when she flushed through the mp1000-c that she saw the flush fluid leaking through the crack of the mp1000-c.' There was no patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak from a maxplus connector was confirmed. Visual inspection showed a vertical crack at the top of the maxplus female luer, extending around 4.88mm from the female luer surface of the connector. Other smaller, random cracks were observed on various locations on the adaptor body. Functional testing resulted in no leaking. Pressure testing confirmed a leak at the engagement between the female end of the maxplus connector and the distal male luer of the extension set. The cause of the leak was a vertical crack on the top of the female luer of the connector. The cause of the crack is unknown.